Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 500 (mg/dl) and moderate to large ketones for a few days. Customer administered boluses and insulin injections to treat bg levels. System check with tandem technical support revealed one "incomplete bolus" alert, but it was verified that the bolus was delivered to the customer. System check indicated pump was performing as intended. Reportedly, customer stated that they have experienced high stress levels recently. Recommendation was made to consult with health care provider to discuss diabetes management.